Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient had a pocket revision on (B)(6) 2019. The ipg pocket was made deeper due to pain, stinging sensation. The patient stated that she was unable to wear tight-fitting pants. No products were removed and there were no complications. On (B)(6) 2019 patient reported still experiencing the stinging sensation. Patient was getting coverage in her pain areas and all impedance were within normal range (100-300 ohms). It was reported that patient would give some time for the pocket site to heal and assess the sensation.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicated the patient's system was explanted due to an infection at the anchor site (reported within manufacturer report numbers: 1627487-2019-13469, 1627487-2019-13474, 3006705815-2019-04739 and 3006705815-2019-04740).